Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead experienced a syncopal event. At the hospital, an x-ray was performed and the lead was confirmed to be dislodged. Loss of capture (loc) was also noted. The patient was hospitalized, and the following day this lead was explanted and replaced with a new lead of the same model. No additional adverse patient effects were reported.